Event description:
It was reported the pt began experiencing severe headaches the day after his trial system was implanted. The physician indicated there was a probable csr leak during the trial procedure. No blood batch was performed. No blood batch was performed and no medication was prescribed. The physician instructed the pt to lay flat on his back and consume large amounts of caffeine. The headaches later resolve and the pt was implanted with a permanent scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.